Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after announcing and consuming lunch, with glucose rising from post-breakfast stability to a peak of 357 mg/dl following a peanut butter and jelly sandwich; the user had announced the meal as normal size and later attributed the excursion to the meal, and education on appropriate meal announcement was provided. Symptoms included high blood glucose without reported adverse symptoms. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no assistance required, with glucose trending down by the end of the call. Investigation included case triage, user interview, and troubleshooting with education focused on meal announcement. Investigation of this case revealed a user-related operational issue of incorrect meal size announcement leading to postprandial hyperglycemia, with device function not indicative of malfunction. It was concluded, based on similar reports, that the cause was user technique related to meal announcement and carbohydrate load.